Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. It is possible that there was resistance with the anatomical conditions of the patient or large embolic load and did not allow proper retrieval of the filter while pulling on the barewire; however, this cannot be confirmed. The unexpected removal of the filter using an unspecified catheter instead of the retrieval catheter is due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The barewire workhorse device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a superior femoral artery (sfa). During preparation of an emboshield nav6 embolic protection system (eps), the filter was unable to load onto the delivery catheter (dc) pod all the way and resistance was noted. Another filter was prepared without any issues. After a non-abbott device was removed it was attempted to retrieve the filter, but resistance was felt when pulling the barewire as it was stuck at the lesion. The filter was retrieved with an unspecified catheter and not the retrieval catheter. Once the filter was removed there was still difficultly in removing the barewire. After pulling the barewire with extra force it was able to be removed. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.